Manufacturer narrative:
Correction: sections d10 (concomitant medical products), h3 (device evaluated by MFR). The reported event could not be confirmed, since the device was not returned and no other evidence was provided. A review of the device history was not possible as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not available.

Event description:
As reported: "broken tip of the driver when inserting the screw. The broken part remained in the body and removed it about 1 hour for extraction. There is also a possibility that remains even in the roentgen confirmation."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "broken tip of the driver when inserting the screw. The broken part remained in the body and removed it about 1 hour for extraction. There is also a possibility that remains even in the roentgen confirmation."